Event description:
It was reported that the pyxis medbank es system cubie encountered an error and was unable to open when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist remoted in and used the retry feature, cubie still not opening. A technical support specialist logged into the tester application, used the unconditional feature to open, then it opened. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and device manufacture date kept blank since the given asset information found to be generic medbank.